Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 435 mg/dl and 165 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide any other information. No product will be returned.

Manufacturer narrative:
The customer was unable to provide serial numbers for either meter, so it was not possible to determine a manufacture date.